Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining falsely low glucose (gluc) cartridge patient results, in comparison to results from an alternate methodology, originally generated on the synchron cx5 delta chemistry analyzer. The false results came from one (1) in-house patient with seven (7) blood draws and was being monitored by the nursing staff over the course of nine (9) days. This report documents the erroneous results generated on (B)(6) 2011. The patient samples were re-run on an alternate methodology and were the reported results, which were considered to be correct. The results provided by the customer are shown. Patient treatment was not affected as a result of this event. This report is related to the following mdrs that are being reported on different dates for the similar events that occurred at this customer site: 2050012-2011-03711, 2050012-2011-03712, 2050012-2011-03713, 2050012-2011-03714, 2050012-2011-03715, 2050012-2011-03716.

Manufacturer narrative:
Per the customer, the blood draw tubes were very hemolysed and icteric throughout the 9 days of testing. No other problems noted with other analytes for this patient drawn at the same time for glucose. No problems were noted with calibration, qc or other patient samples. Bec qa spoke with customer on (B)(6) 2011 and reviewed the glucose instruction for use (IFU) for serum indices since the samples were very hemolysed and icteric. There is no bec claim for erroneously low results with high levels of hemolysis or icterus. Root cause is unknown at this time. This issue is a sample specific event.